Event description:
Customer reported while a pt was being monitored on the panorama central station with panorama telepack, a ventricular tachycardia event occurred and the panorama central station did not produce an audible alarm. No pt injury was reported.

Manufacturer narrative:
Documentation from the reported event was reviewed by engineering and no device related malfunction occurred.